Event description:
Outbound; pt reported both pumps incorrectly read the amount of medication in the cartridge. The pt reports that she changes daily using 2.0 or less and pump res volume is 2.8 to 3 ml. Pt stated on packaging the rx31821, "expiration 10422." Pt reported no symptoms, pt fills cartridge with 2.0 ml and pump reads the amount at 2.8 ml. Pump serial numbers (B)(4). Replacement pumps and box for return of pumps and cartridge sent to pt. No further details provided.